Event description:
The patient visited emergency room on (B)(6) 2023 due to pain. The pain was described as high pain, similar to the pain which was experienced by the patient prior to being implanted with saluda medical evoke 12c percutaneous lead kit - 60cm. X-ray showed that the leads had migrated. Patient was prescribed tillidin 50/4mg and metamizol 500mg plus prn ibuprofen. Patient reported improvement in pain relief after reprogramming was performed on (B)(6) 2023 & (B)(6) 2023.